Manufacturer narrative:
The customer trouble shot the issue with covidien customer support engineer and he recommended replacement of the patient circuit. The customer reported that the patient circuit was replaced and the issue was resolved. All test passed and the device has been placed back into patient use.

Event description:
Covidien received information stating that while in use on a patient the inspiratory and expiratory volumes were fluctuating on an 840 ventilator. The patient was removed from the ventilator and was manually ventilated via an ambu bag and then placed on an alternate ventilator. There was no negative patient outcome. There is no report of patient injury associated with this event.